Event description:
Customer reportedly received the following results on the compact system within 10 minutes: 35 mg/dl and 315 mg/dl; 129 mg/dl and 42 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.